Event description:
The customer reported no alarm sound. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device was able to power on using both ac and battery power. When powered on the unit was able to obtain readings, and alarmed visually but not audibly under alarm conditions. Internal inspection showed the speakers were disconnected from the system board and the secondary speaker had a broken wire. The primary speaker was reconnected and the device audio was crisp and clear. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported no alarm sound. No patient impact or consequences were reported.